Manufacturer narrative:
(B)(4). The check patient line alarm was not confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc). The hp stated that he saw air pockets in the patient line. The tsr had the hp cycle the power on the hc to end of therapy. The tsr explained the alarm and the possible causes and assisted the hp to end therapy and advised to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, hp stated that after starting over with new supplies no further issues were found. The hp stated that he did not have any adverse reactions or need any medical intervention.